Event description:
A malfunction alarm was reported with code malf 16, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer used an insulin pen as a backup, and technical support arranged for the pump to be replaced.